Event description:
It was alleged that after a surgery the pt was readmitted due to a high fever. During the follow-up procedure the doctor found a small esophageal perforation above the wrap. The pt is doing fine.